Event description:
Additional information received from the hcp reported the patient was no longer in their practice (discharged). The patient reportedly established care with another provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/disease. The pump contained lioresal with a concentration of 2000 mcg/ml at a dose of 1000 mcg/day. It was reported the patient called the day of report stating his pump was alarming since sunday. The representative stated the patient was non-compliant, and that was the reason he was discharged. The patient presented to a hospital last night ((B)(6) 2017) and was admitted. The representative stated the hospital would not refill the pump given the patient¿s history with their physicians, but they planned to wean the patient off the pump with oral medications. The representative stated the patient left against medical advice, and the neurology department didn¿t realize the patient had left until the representative had called them. The representative stated he encouraged the patient to go back to the hospital, but the patient refused. The patient mentioned going to another health care facility. The representative stated he was not sure the patient could make it there, but encouraged the patient to get to any hospital as soon as possible. The representative wanted the current situation on record. The representative stated they had no other physician listings to suggest. The patient had burned bridges with all of the physicians in the area. The representative expressed concern for the patient¿s safety if the patient did not seek medical attention. Reported symptoms included withdrawal. The change in therapy/symptoms was considered sudden. The patient did not have a health care provider. Their managing physician discharged the patient for care due to non-compliance. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a business partner reported that on (B)(6) 2017 it was learned the managing physician agreed to refill the patient¿s pump on (B)(6) 2016 on a ¿one time basis¿, and the patient was to establish care with another provider. The intrathecal dose was noted as lioresal 2000 mg/ml at 1010.5 mg/day per simple continuous infusion. On (B)(6) 2016, the patient was formally dismissed from the managing physician's office due to non-compliance. The patient was to set up a referral with a different physician who agreed to continue his care. The patient was not complaint with that provider¿s policy (including drug screen test), and the new provider did not agree to continue his care after the first consultation visit. On (B)(6) 2017, the patient requested another refill from the initial provider as he was "unable to establish care" with another provider. The managing provider agreed to do a 20 ml pump fill and the patient was to establish care by (B)(6) 2017, when the pump would again be empty. Due to the patient's repeated non-compliance to the therapy plan, the managing provider terminated all care and responsibility for the pump management, and the patient had "expressed understanding" of the reason for dismissal and need to establish with another provider. On (B)(6) 2017, the patient experienced pruritus and then on (B)(6) 2017, the patient had unspecified withdrawal (as previously reported), which included increased heart rate (pulse 103). It was noted the patient had a behavioral health consult. On (B)(6)2017, the patient exhibited agitation and weakness. The patient presented to the hospital due to a pump alarm (started on (B)(6) 2017) and was initially admitted to ICU for closer monitoring. The hospital physician wanted to wean the patient from the intrathecal baclofen and have him managed with oral baclofen. The patient left the hospital ama as he disagreed with the inpatient team¿s recommendations. It was noted that the patient had indicated he had oral baclofen at home to manage his symptoms. The patient¿s weight was (B)(6) kilograms. The onset of the patient¿s reaction was (B)(6) 2017. No further patient complications were reported. Medical history included paraplegia status post mva (motor vehicle accident) on an unspecified date in (B)(6) 2012 which resulted in a t5 spinal cord injury, compression fracture of thoracic vertebra, multiple rib fractures, scapular fracture and back pain; hemopneumothorax ((B)(6) 2012), posterior thoracic fusion ((B)(6) 2012); pneumonia (organism unspecified) with lung collapse (B)(6) 2012); pseudo-obstruction of colon ((B)(6) 2012); colonoscopy diagnostic ((B)(6) 2012); right scapula fracture ((B)(6) 2012), unspecified thrombocytopenia ((B)(6) 2012), hardware removal hardware removal midline ((B)(6) 2015); polysubstance abuse which included tobacco, marijuana, illicit drug use, and alcohol use; cluster b personality disorder with borderline, histrionic, narcissistic traits, provocative and demanding behavior and drug dependence; physically and psychologically dependent on intrathecal baclofen (he would "rather die than not have a baclofen pump"); allergies of: percocet (oxycodone hydrochloride and acetaminophen; hives), morphine (hives) and clindamycin (diarrhea). Concomitant products included: melatonin, ascorbic acid, docusate sodium, benzocaine, polyethylene glycol, acetaminophen, oral baclofen, lidocaine, ondansetron, oxybutynin chloride, pregablin and venlafaxine (dates of therapy, routes, doses, indications and frequency of use were not reported).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.